Manufacturer narrative:
Date of event is estimated. A system displaying ¿replace generator soon¿ message was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient received the "replace generator soon" message. In turn, the ipg was explanted and replaced which resolved this issue.